Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and titanium adapter which resulted in a leak. This occurred when the patient was walking up the stairs and felt wetness on their leg. The transfer set was off and the titanium adapter was exposed. There was no damage to the connector. The titanium adapter remained in use. An alcohol based solution had been used to clean the transfer set during use. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with 48 hours prophylactic antibiotics. No additional information is available.